Event description:
The facility stated that the aq2010v 3 piece silicone lens haptic tore. No pt injury. Ocucoat and bss were used to lubricate. A 2-piece metal injector was used. The cartridge model, aq cartridge fp, lot numbers were not specified by the facility. The user facility has not been forthcoming with additional information.